Manufacturer narrative:
Exact date unknown, event occurred approximately one month before revision. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 3146844.

Event description:
It was reported that the patients stimulation shifted away from her back due to lead migration. The patient underwent a lead replacement procedure and was doing great postoperatively. The explanted percutaneous leads were kept by medical facility.